Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an urgent care visit due to high blood glucose of 425mg/dl, and he was feeling nauseous. The caller also reported that the insulin pump alarmed no delivery during priming. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did exit. The high pressure test passed. No further information was provided.